Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriately administered shocks due to oversensing of noise. It was noted that the patient had gained a considerable amount of weight since initial implant and had a history of a fall. An x-ray was taken which confirmed the suture had come loose on the electrode, causing the electrode to dislodged. A revision procedure was performed where the lead was successfully repositioned. During the procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited proper sensing and converted the induced arrhythmia. However, since the revision the patient received additional inappropriate therapy from the s-ICD. Subsequently therapy was programmed off and another revision procedure was scheduled. During the second procedure, the physician noticed that the suture holding the s-ICD in place was broken. The suture was attached to the muscle but not the device. Ultimately the s-ICD and electrode were explanted and replaced with another s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.